Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and o2 sensor test during pre-use check. There was no patient involvement. The reported issue with failing tests has been confirmed during evaluation of the provided problem description and service report. Device logs were not available for further analysis. It was found that air nozzle unit was defective and the replacement was required. No parts were returned for further investigation, therefore the root cause could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).